Event description:
It was reported that in the box of supplies the care giver (cg) found a homechoice automated peritoneal dialysis set where the patient line had brown spots. The brown spots were noticed before the cassette was used. The cg stated that the brown spots looked like burn marks and did not appear to be loose particulate matter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual date of the event is unknown. However, it was reported that the event had occurred 6 to 7 days prior to the date that baxter became aware of the reported problem. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. Same event as (B)(4).